Event description:
The information provided by local distributor indicates: - hospital name: (B)(6). - surgeon's name: prof. (B)(6). - date of initial surgery: (B)(6) 2024. - body part to which device was applied: femur. - surgery description: lengthening. - patient information: unknown. - problem observed during: into treatment/post-operative. - type of problem: device functional problem. - event description: the first surgery took place on (B)(6) 2024. Following a consultation on (B)(6) 2024, the surgeon noticed that the nail was no longer lengthening. He took the patient back and changed the receiver. The complaint report form also indicated: - the device failure had adverse effects on patient: another surgery required. - the initial surgery was completed with the device. - the event did not lead to a delay in the duration of the surgical procedure. - an additional surgery was required following device failure: performed on (B)(6) 2024. - copy of operative reports and x-ray images are not available. Further information received from the local distributor on (B)(6) 2024: -devices were functioning as stated. -no analysis is possible on the receiver as it was discarded at the hospital. -the treatment is successfully ongoing. Manufacturer ref: (B)(4). Distributor ref: (B)(4).

Manufacturer narrative:
On (B)(6) 2023 orthofix srl acquired from (B)(4), the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by (B)(4). Technical evaluation and conclusions a technical evaluation of the device involved was not possible as it was discarded at the hospital. Considering the information provided, it is not possible to identify the root cause for the issue notified by the user, i.e. Device not lengthening. According to the information received from the local distributor, after the revision of the receiver, the nail was not replaced as it was lengthening, and the treatment is successfully ongoing. In case the involved receiver is made available for analysis, orthofix will finalize the investigation on the event. Orthofix srl continues monitoring the devices on the market.

Manufacturer narrative:
On february 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. Technical evaluation: the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by local distributor indicates: hospital name: (B)(6). Surgeon's name: (B)(6). Date of initial surgery: (B)(6) 2024. Body part to which device was applied: femur. Surgery description: lengthening. Patient information: unknown. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: the first surgery took place on (B)(6) 2024. Following a consultation on (B)(6) 2024, the surgeon noticed that the nail was no longer lengthening. He took the patient back and changed the receiver. The complaint report form also indicated: the device failure had adverse effects on patient: another surgery required. The initial surgery was completed with the device. The event did not lead to a delay in the duration of the surgical procedure. An additional surgery was required following device failure: performed on (B)(6) 2024. Copy of operative reports and x-ray images are not available. Manufacturer ref: (B)(4). Distributor ref: (B)(4).